Event description:
It was reported that the screen of the insulin pump was cracked. It was noted that the crack was down the middle. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip. No cracked screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.